Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 30-oct-2012 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer was failed. A field service engineer (fse) remotely assisted the customer and performed the cold boot process to resolve the issue. The system functioned as intended after the field service engineer assessed the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary tower, the drawer was failed and not detected on bus. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.